Event description:
The stryker micro sagittal saw was sent for eval due to overheating during a procedure. No adverse event was associated with the device. Another device was used to complete the procedure.

Manufacturer narrative:
During failure analysis visual examination revealed worn/damaged internal components. Corrosion damage within the motor, rotor, press plug and bearings was noted. The damaged parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.